Manufacturer narrative:
The device was discarded and was not available for investigation; therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk associated with the use of this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the balloon ruptured during the pre-use test. An alternative device available at the hospital was used, and the procedure was successfully completed. No patient injury occurred.

Manufacturer narrative:
The device was discarded and was not available for investigation; therefore, the exact root cause of the reported issue could not be conclusively determined. It is possible that the balloon was damaged while removing the device from the packaging or preparing the device for use. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the balloon ruptured during the pre-use test. An alternative device available at the hospital was used, and the procedure was successfully completed. No patient injury occurred.